Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient synced and the programmer showed stimulation was off on program 2 at 1.0 volts (v). The patient turned the therapy on and they were feeling stimulation. The patient then stated they wanted to increase stimulation because they couldn¿t feel it, so they increased to 1.1 v where they were feeling stimulation. On (B)(6) 2017, it was reported that the stimulation was turned off deliberately because their battery expires too fast. There were no further complications reported or anticipated.